Event description:
It was reported that high pacing impedance was observed on the left ventricular (lv) lead and a fracture was suspected. The lv lead was programmed off. The lv lead was subsequently capped (B)(6) 2025, and replaced. The patient tolerated the procedure; no complication was noted. The patient was discharged.